Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was alleged there was moisture in the infrared window, behind the display, and in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: the keypad was found to be intact; no damage was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage was found to the button contacts. The pump was opened and evidence of moisture damage was found on the printed circuit board. A leak test revealed a leak at the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.